Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue on (B)(6) 2026. The patient, who had just started pump therapy and is in the early stages of dementia, accidentally removed the infusion set, resulting in hyperglycemia with blood glucose levels reaching 440 mg/dl. The patient then replaced the infusion set and successfully resumed insulin administration. No further information available.